Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Healthcare professional reported left side capsular contracture (baker grade IV), ¿significant increase in left breast consistency associated with pain and deformity¿, "laminar subcapsular fluid of inflammatory origin", "movement of the implant to the upper pole", deformity, "pain on palpation". The device has been explanted.